Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 64-year-old male patient with cardiogenic shock due to acute myocardial infarction was supported on va-ECMO. Left ventricular unloading was initiated with impella cp. The patient had preexisting thrombocytopenia (platelets 44) and low hemoglobin (8.4 g/dl). During the first day of support, minor rectal and oral bleeding occurred. This minor bleeding is reported conservatively, as it is considered highly unlikely to be related to the device. Unfortunately, the patient expired while on support. The death is also reported conservatively, as a relationship to the device cannot be ruled out given the severity of the patient¿s condition.

Manufacturer narrative:
Additional information has been provided in b5. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information indicates that no specific intervention performed on patient. Team did egd. Patient initially started ECMO and starting platelet was 40s prior impella insertion. Patient expired on support. Due to coronor process, unable to retrieve the pump.